Event description:
Thoratec dual drive console: rvad - bottom - module alarming low battery while plugged into ac power. Switched pt to a new console. Dates of use: 2008. Diagnosis or reason for use: acute mi & cardiogenic shock.